Event description:
The customer contacted stryker to report that their device was not powering on with ac power only. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker advised the customer that their device is not serviceable due to its age and is no longer under warranty. The device was not returned to stryker for evaluation. The cause of the reported issue could not be established.